Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102: charge profile fault) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 102. The cause for the failure was isolated to an intermittent c19 capacitor on the defibrillator pca. The root cause for the intermittent c19 capacitor could not be positively identified. Additionally, upon investigation it was found that component k700 on the computer/analog pca was open, and that component u201 on the computer/analog pca was thermally damaged. The root cause for the open/damaged board components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 102: charge profile faults.